Manufacturer narrative:
Pending additional information and sample return for analysis.

Event description:
Customer states: upon inserting the inner cannula into the outer cannula, a medical examiner at hospital found it was too hard to be locked. It is not clear whether the tube was intubated on the patient or not. No patient harm reported. Covidien is attempting to gather further details surrounding the circumstances of this report.